Event description:
It was reported that the customer is in the hospital for high blood glucose, and he is waiting for supplies. Troubleshooting was declined as customer stated that the insulin pump was functioning properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.